Event description:
It was reported that this right atrial (ra) lead showed loss of capture shortly after generator change. The lead had been implanted for several years, and the physician opted to replace the ra and rv lead in a revision surgery. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).